Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a defective patient pump. The pump was replaced to resolve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. No further investigation could be performed by livanova deutschland since the failing pump back is not available for return. A review of the DHR could not identify any deviations or nonconformities relevant to the issue.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message during setup. There was no patient involvement.